Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that a patient experienced a pump alarm indicating a line occlusion. The patient had attempted to resolve the issue by changing the cassette and tubing, but all efforts had been ineffective, leading the patient to be directed to the ER, where IV epoprostenol had been started peripherally, and a central line issue had been suspected by the ER physician. The product fault had occurred while in use with the patient. However, it had not caused or contributed to any patient or clinical injury. No medical intervention had been required. The device had not been replaced, and it was unknown whether the patient had a backup device. The infusion had been successfully continued in the hospital. The infusion was considered life-sustaining. The outcome of the event was reported as resolved.

Manufacturer narrative:
Device evaluation: no product returned for device analysis; a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
H2) correction: b3 date of event corrected. H10 concomitant products corrected.